Event description:
Pt has worn rgp contact lenses for 2-3 yrs and uses this solution. She reports having no previous problems. Cataract surgery done on right eye 11/6/97 with intraocular implant placed in eye. Rgp lenses worn up to the day prior to surgery. The solution was used for 2-3 weeks prior to surgery. At follow up visit day after surgery, "corneal problems" of the right eye noted by dr. The condition became worse and 3-4 days later, pt allegedly went to the ER due to pain in right side of face. Pt is still contaminated. The corneal specialist reports the pt experienced pain immediately following surgery and states she is "confident the pt contaminated the solution". The solution in the bottle tested positive for acanthamoeba and penicillium. The cornea, lens case and lenses tested negative. The dr states the cultures were done at the hosps and because the strain of acanthamoeba was unusual, the solution was being sent for further ID.